Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure - 1472" and "internal comm failure - 1474" messages. Complainant indicated that the clinician reverted to manual bagging to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was observed during initial testing and review of the device activity logs. As part of the debug process, we were unable to establish root cause based on the intermittency of the problem. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.